Event description:
It was reported that device entrapment occurred. The target lesion was located in a non-tortuous but mildly calcified mid left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device became stuck in a non-boston scientific stent. When the physician attempted to remove the catheter, damage to the stent was observed. The physician was unable to free the catheter from the stent, so the patient was then rushed for surgery where the device was successfully removed from the patient. The procedure was cancelled, and the patient was admitted to the hospital. The patient is expected to fully recovery.

Manufacturer narrative:
Correction: h6 impact code added for cancelled procedure and prolonged hospitalization.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the non-tortuous but mildly calcified mid left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device became stuck in a non-boston scientific stent. When the physician attempted to remove the catheter, damage to the stent was observed. The physician was unable to free the catheter from the stent, so the patient was then rushed for surgery where the device was successfully removed from the patient. The procedure was cancelled, and the patient was admitted to the hospital. The patient is expected to fully recover.